Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 19 and 25) occurred with multiple new cartridges. Reportedly, the customer had not removed the cartridge while pumping. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (alarm 19) was verified. The alleged malfunction (alarm 25) was identified in the pump logs; however, no failure was identified.